Manufacturer narrative:
Related pump MFR#: 2916596-2023-07540. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning pump reset events for a patient that had been in a hillrom envella air fluidized therapy bed for 2 weeks without issue. The pump stopped intermittently on (B)(6) 2023 around 15:25 while the controller was on the bed next to the patient, outside of the covers. It was noted that the patient was not on battery power and that a ventilator, vacuum-assisted closure therapy, a monitor, and infusion (IV) pumps were also in use at the time of the event. There were no noted changes to the patient's environment at the time and their mean arterial pressure was in the 50s mmhg. The system controller was exchanged from (B)(6)and a 500 ml bolus of albumin was given. Upon changing the controller, the pump resumed the set speed and the patient stabilized. Their new backup controller was (B)(6). The patient had not been having issues with their ventricular assist device (vad) prior to these pump stops. Log files from the original controller recorded several pump resets on (B)(6) 2023 that reoccurred with some frequency during this period. After each pump reset the controller restarted the pump. The controller logs indicated that the pump power was normal during this series of events and pump power was maintained at all times. This presented similar to pump resets cause by electrostatic discharge, which is indicative of potential environmental interference. The patient remained vented in the intensive care unit (ICU), and the pump resets resolved after the controller was exchanged. Log files from the newer controller recorded no unusual events. There were no additional pump resets after the controller exchange.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-07540.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned to abbott for evaluation following the reported event of pump resets. There was an incidental finding of a bent pin in its black power cable. It was noted that the bent pin pertains to the return voltage signal. This signal has a redundant pin, which was not displaced. The submitted and downloaded log files from this controller collectively contained data spanning approximately 7 minutes of patient use on 08oct2023 (15:33 to 16:12 per timestamp). Throughout the data, frequent pump resets were observed; these events did not appear to be related to the operation of the system controller and will be addressed fully under the investigation of the pump on this event (see manufacturer report number 2916596-2023-07540). No issues regarding the performance of the controller were observed within the log files. The driveline was disconnected from this controller at 15:32:44 on 08oct2023, which is consistent with its exchange. The returned system controller was functionally tested and found to perform as intended. The controller supported a mock circulatory loop for an extended period of time without issue, and the reported pump stops could not be reproduced. The root cause of the reported event could not be correlated to an issue with this controller. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.